Manufacturer narrative:
Motion interrupt pan bolted too tight. Cpu board not burned-in after replacement by customer. See scanned page.

Event description:
It was reported by service report that the motion interrupt pan and bed lift were stuck and the bed exit was not functioning. No pt involvement or adverse consequences are reported.